Event description:
IV alaris pump was beeping. Went to fix it and noticed droplets of liquid at the base of where IV tubing exits the pump. I opened the pump door in front of another rn and we noted that there was active dripping of the IV solution (ns) coming out of the side of the tubing. The tubing was properly placed in the pump. Area of puncture was just under the top-most blue part of tubing on the clear part of tubing. Sequestered the pump and tubing (left in pump) and was dropped off to the assistant nursing superintendent (ans) on duty. Device was evaluated and performs to manufacturers specifications.